Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag over 1 year ago, no attempt will be made to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the humidifier failed to meet its specifications at the time of the event while it was being prepared for use. The humidifier could not be operated due to a broken water chamber. The problem was resolved by installing a new breathing circuit set and water chamber. There was no patient or user harm.

Event description:
The hospital staff had assembled a breathing circuit set and planned to use it on patients. However, he had to give up using this breathing circuit set because of water leakage from the chamber.